Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of specimen on a laparoscopic cystectomy, the bag tore and the specimen fell into the patient. Another device of the same batch was used and the same thing happened. A competitor's specimen removal bag was used to complete the case. There was no patient injury.